Manufacturer narrative:
Investigation: a device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Six (6) samples and seventeen (17) photos were provided by the customer for investigation. All six (6) of the returned samples had needles assembled in whitish / grey needle hubs which are 27-gauge needle hubs. The outer diameters of all six (6) needles were measure and all were found to be 25-gauge needles. Seventeen (17) photos were provided by the customer. One (1) photo shows four (4) assembled needle hubs. The hubs are whitish / grey in color. The other sixteen (16) photos were compiled into an adobe acrobat reader pdf file. The first page of this file shows two pictures showing a needle assembly with a blue needle hub in a micrometer and a needle assembly with a whitish / grey needle hub in a micrometer. The blue needle hub has a reading of 0.02050 (inches) indicating that it is a 25-gauge needle and the whitish / grey needle hub has a reading of .01630 (inches) indicating that it is a 27-gauge needle. This page shows the correct readings properly assembled needles and needle hubs. The rest of the document shows photos of various whitish / grey needle hubs being measure with a micrometer with measurements ranging from 0.02030 ¿ 0.02050 (inches) indicating that the needle ares 25-gauge but the whitish / grey color needle hubs are 27-gauge. Batch records were reviewed for the machines involving the grinding of the needles involved in the production of this product along with the machines involved in the assembly of this product. It was found that 25-gauge product was not immediately ground or assembled on any of the machines involved in the production of this batch. As this product is cut at a sister plant it is possible that the mixed product occurred during the production of the cut lengths; however, this cannot be confirmed and a true root cause cannot be determined at this time.

Event description:
It was reported that mixed product occurred with a needle ns 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter, "needles "were assembled with 25 ga needles in a 27 ga hub." 5/21/2019: recv'd email from customer with response on information request: "hi team, please see responses below: how many needles were found with the reported issue? On 17-may-2019, nine (9) needles were identified with the reported issue (bags 9, 11, 29). Is the date this was discovered known? Yes, 17-may-2019. We were switching from lot 201810290093 (bd 8207695) to lot 201810160106 (bd 8145517) when we found the initial observation of the nine (9) needles on 17-may-2019, as stated above, additional non-conforming material was identified through the 100 % inspection implemented at apd due to this issue. Since we¿ve now processed two (2) additional orders and found more non-conforming material, all from 201810160106 (bd 8145517), please focus your investigation on 201810160106 (bd 8145517); however, please provide any details available on lot 201810290093 (bd 8207695). Once the reported non-conformance is confirmed, please submit an RMA to alcon for the remaining balance of the suspect lot. We¿ve performed a count of the remaining balance and identified 35 unprocessed bags, three of which were missing labels and one which had two labels." Complaint 1 of 3.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred with a needle ns 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter, "needles "were assembled with 25 ga needles in a 27 ga hub." On 5/21/2019-recvd email from customer with response on information request: "hi team, please see responses below: how many needles were found with the reported issue? On (B)(6) 2019, nine (9) needles were identified with the reported issue (bags 9, 11, 29). Is the date this was discovered known? Yes, (B)(6) 2019. We were switching from lot 201810290093 (bd 8207695) to lot 201810160106 (bd 8145517) when we found the initial observation of the nine (9) needles on (B)(6) 2019, as stated above, additional non-conforming material was identified through the 100 % inspection implemented at apd due to this issue. Since we¿ve now processed two (2) additional orders and found more non-conforming material, all from 201810160106 (bd 8145517), please focus your investigation on 201810160106 (bd 8145517); however, please provide any details available on lot 201810290093 (bd 8207695). Once the reported non-conformance is confirmed, please submit an RMA to alcon for the remaining balance of the suspect lot. We¿ve performed a count of the remaining balance and identified 35 unprocessed bags, three of which were missing labels and one which had two labels." Complaint 1 of 3.